Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a hemodialysis catheter. The customer reports a patient was on dialysis when the machine alarmed with arterial supply issues and patient was noted to have a droplet of blood on her sweater. Inspection of line revealed a blood bubble on the tubing portion of pigtail of the venous port, and a pinhole size opening. Prophylactic vancomycin was given post treatment and the dialysis catheter removed and replaced.